Manufacturer narrative:
Clarification to adverse event problem: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ and developed a granuloma. Biopsy was not provided. Patient was treated with anti-histaminica injections.